Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: c-mac blade was assessed by biomedical technologist assistant and was noticed that light was flickering. Customer confirmed that there was no patient involvement. No negative impact in state of health reported.